Event description:
An event occurred with the bgstar system where indirect harm occurred because the patient injected a higher insulin dose and went into hypoglycemia based on readings on the bgstar which were presumed to be too high.

Manufacturer narrative:
Meter s/n (B)(4) and test strip lot # hl19wy28a, exp: 05.2012 with range 111-168 mg/dl were tested on (B)(6) 2011. Perform,ance results as follows: 138 mg/dl, 139 mg/dl, and 156 mg/dl. The complaint could not be confirmed. The function test showed the bgstar meter worked properly and met specifications.